Event description:
A diagnostic procedure was performed on may 12, 2000. An angiogram was performed prior to deployment which revealed narrowing of the artery, and plaque at the puncture site. The pt subsequently experienced decreased circulation to the right leg. An occlusion was noted. Angioplasty, angiojet and tpa were performed on 6/14/00 with resolution. The pt is recovering following this event.